Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient received inappropriate therapy for atrial fibrillation with rapid ventricular response. The event lasted almost 2 hours. Medication will be adjusted to prevent further events. Device check on subsequent follow-up and was normal. The device remains implanted.